Manufacturer narrative:
Qc is run once per day, and qc values have consistently recovered as expected. Based on available information, there have been no instrument issues. The sample was a serum tube which was not lipemic, hemolyzed, or icteric. The patient is known of having abnormal igm paraprotein. The customer was unable to duplicate the initial high results, but they verified other patient samples run at the time of the event which correlated to their initial results. A field service engineer (fse) was not dispatched to the customer's lab, but was requested to contact the customer. No additional information regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high immunoglobulins: gamma (igg), alpha (iga), mu (igm) results that were generated by the immage 800 immunochemistry system. A patient sample was tested for igg, iga, and igm and results were: 3780mg/dl, 157mg/dl, and 1510mg/dl respectively. The results were reported out of the lab and questioned by a physician. The lab repeated the immunoglobulins from the original tube and obtained lower results: 216mg/dl for igg, 14mg/dl for iga, 1150mg/dl for igm. In addition, an electrophoresis was performed and confirmed the repeat results. The patient report was amended. The customer reported that patient treatment was not effected.